Event description:
Following deployment of a 2.0 x 12 mm balloon deployment in the distal rca to create a small channel, a 4.082 18-mm ion medicated stent was attempted to cross through the proximal tortuous rca, but was unable. While retrieving back the balloon, the stent dislodged out of the balloon and stayed within the proximal calcified section of the rca. Boston scientific post market surveillance has submitted and received responses to several questions pertaining to this event.what was the original intended procedure?left heart cath, selective coronary angiogram, left ventricular angiogram, aortic root angiogram ptca of rca.